Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead ¿broke¿. It is unknown if it was an implantable pacing lead or implantable tachy lead. The lead was removed. No patient complications have been reported as a result of this event.